Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. We were unable to perform basic occlusion and occlusion test due to broken reservoir tube lip noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected error test and off no power test. The insulin pump was received with minor scratches on lcd window, cracked case at the display window corners and missing reservoir tube o-ring.

Event description:
It was reported via phone that the customer noticed reservoir was not locking into chamber. Customer stated the chamber was cracked. The customer also has been experiencing high blood glucose of 348mg/dl, treated with syringe. The customer declined blood glucose troubleshooting, she already treated and knows it was due to reservoir not being inside of the pump. The customer was advised to discontinue use of the pump and revert to back up plan.